Manufacturer narrative:
This follow-up report is being submitted to relay additional information: d10, h4, h6 evaluation codes (methods, results, conclusions). The complaint is confirmed for one (1) of one (1) returned avenue t removal hook (pn at9040r) for the reported failure of fracturing. The severity of this event is 1 (dt-17-04ins-03). This device is used for treatment. No medical records were provided with the complaint. Inspection: the specified identity of the returned device was confirmed to match this pce and the device was examined. A visual inspection confirms the tip has fractured off and was not returned with the device. The complaint is confirmed. See attached pictures. DHR review: the DHR was reviewed. There were no nonconformances or temporary deviations associated with this lot. All characteristics inspected upon initial receipt were found conforming to specifications. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left zimmer biomet¿s control. Compatibility: reported event is not related to a combination of product lines; therefore a compatibility review is not applicable. Complaint history: there were five (5) other complaints for similar events (fracture) related to the same part number in the 12 months leading up to the notification date through to the present. There were zero (0) other complaints related to this lot number in all time. Potential root cause: root cause was unable to be determined. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. It is also possible that the an unexpected off-axis force was placed on the instrument resulting in its fracture. Corrective/preventive action: no corrective or preventive actions are recommended at this time. Recall and product hold search: a product hold search in etq found no product holds related to this item number.

Event description:
It was reported that during the procedure the hook broke while removing the anchor of the implant. There was no additional surgical information or patient impacts reported.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that during the procedure the hook broke while removing the anchor of the implant. There was no additional surgical information or patient impacts reported.